Manufacturer narrative:
Device disposed of.

Event description:
Revision surgery - due to limited range of motion, tight, the surgeon changed the insert size.

Manufacturer narrative:
The reason for the revision was to changed the insert size after 8 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, second for this lot number. The root cause for the insert change was reported as limited range of motion; tight. There is no information reported that showed a material, design, or manufacturing problem with the product.